Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was hospitalized and had a catheter in. The pt stated that her stimulator needed to be reprogrammed. The catheter would remain in until she was able to meet with a MFR's rep and hcp, who is familiar with the device, at the same time to reprogram the device.